Event description:
It was reported that the balloon of this device burst along with several other balloons while expanding another MFR's coronary stent. The lesion was reported to have been calcified. There has been no report of injury related to this event.